Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the provided image was performed. The following additional information was provided: based on the images, there were a few masses of unformed staples that appear to be loosely embedded in tissue or not embedded at all. There was no active bleeding or torn tissue visible, although the tissue surrounding the malformed staples did appear to be darker and potentially bloody and irritated; it is difficult to tell if the tissue was cut by the knife at all in the images. Based on the images, this would be consistent with a tissue pushout event. A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported. This manufacturer report was created for the first tissue pushout event. A separate manufacturer report, 2955842-2024-18620, was created for the second tissue pushout event that occurred during the same procedure.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, staples were malformed staples on tissue while firing the 6th black reload of the sureform 45 stapler instrument. The stapler would fire but did not cut the tissue, producing malformed staple line and staples. A second sureform 45 stapler instrument was opened, the issue persisted. The surgeon proceeded with a different technique with a stapler on a different universal surgical manipulator (usm).